Event description:
A viatorr device was advanced and positioned at the target site. Difficulties were experienced pushing the device out of the introducer sheath. When the physician pulled on the line for deployment of the device, the line became stuck after approximately 3/4 of device deployment had occurred. The physician pulled the device back to the introducer sheath and removed both through the jugular vein. The procedure was completed implanting another viatorr device without any adverse outcome for the pt. The hospital retained the device for internal investigation.

Manufacturer narrative:
The investigation into this event is currently in process.